Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 525 mg/dl at the time of the incident. It was unknown that auto mode feature was active or not at the time of event. The customer reported insulin flow blocked. Customer stated that the insulin pump alarm while rewinding the insulin pump, reinserting reservoir and run load reservoir/fill tubing. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.